Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary has failed storage space. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed, and storage space was unable to recover. A field service engineer verified that the three cubies in drawer 4.1 had read/write failures. Fse replaced the retractor band and reseated the row board cable and then booted up the station and tested the drawer 4.1 using the hardware test application final test. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary has failed storage space. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.